Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-dec-2017 with the following findings: during investigation, the pump was found to power on with auditory and vibration to a blank screen, the reported ¿blank screen¿ complaint was duplicated. The pump¿s cover was removed, and the eeprom component was found to be cracked. The unity test code downloader tool application v 1.0.0 was used to upload test code v 1.0.7 to the master/slave/peripheral processors. The upload was successful, and the eeprom failure was concluded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the inability to use the product which may lead to long term cessation of delivery.